Manufacturer narrative:
(B)(4). Date sent: 5/18/2021. H2: additional information received: yes, broken particles were taken out and discarded.

Manufacturer narrative:
(B)(4). Batch #: r9562x. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was found that the el5ml device was noted to be empty and locked out. Additionally, the jaws were noted to be broken and the missing part was not returned. No functional testing could be performed due to the condition of the device. The instrument was disassembled, and upon disassembly, the advancer was noticed to be bent and corrosion was found adhered to the jaws. Additionally, the jaws were found broken at the bifurcation. It is possible that firing issues could occur such as dropping or ejecting clips due to the jaws or the advancer became damaged. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to improper use of the device. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issue please do not reuse, reprocess or re-sterilize the device. Reuse, reprocessing, or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness, or death. Additionally, please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: upon visual inspection of one photo, the following was observed: the photo shows two devices from the top view with no apparent damage. Based on the photo alone, the event described cannot be confirmed. Please refer to the device analysis above for full analysis details and conclusion.

Event description:
It was reported that during a cholecystectomy procedure, the el5ml dropped and ejected clips and did not fire clips. The device was not fired over hard structure or another clip. Fragments were generated and were removed easily without additional intervention. Procedure was delayed by five minutes and device was replaced. Surgery was successfully completed and there was no patient consequence.